Manufacturer narrative:
The instrument was returned and evaluated on 02/06/2015. Failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis does not exhibit any wear. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
On (B)(6) 2015, the user facility reported a complaint with the grasping retractor instrument but did not provide a description of the event. Intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint but was not able to obtain any details.